Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4). Device received, evaluation pending.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation, the pneumatic block was found to be leaking. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation, the pneumatic block was found to be leaking. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a leak within the device pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).